Event description:
Corrected information was received. The physician reported that cut rate did not increase. There was no actuation failure.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on corrected information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cut rate did not increase and actuating failure of the probe occurred. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.